Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that this patient is having issues with insulin pump, and had several highs resulting in dka and ER visits. Parent's don't trust the pump and are not bolusing for carbohydrates. Physician wants the patient off of the pump and for the parents to go back to giving mdi.: approves the pump return and to unprescribe the pump for the patient. This complaint is being reported as the patient experienced diabetic ketoacidosis and the reporter has lost faith in the pump.